Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cables from the anesthesia control board to the display were re-seated to resolve the reported issue. The customer contact reports there is no patient information available. (B)(4).

Event description:
The hospital reported an error causing the unit to shut down resulting in the loss of mechanical ventilation during a case. There was no report of patient injury.